Manufacturer narrative:
The insulin pump was received with traces of moisture at the lcd board per visual inspection. Device had cracked lcd window, cracked case at display window corner and cracked reservoir tube lip. (B)(4).

Event description:
The customer reported via phone call that the insulin pump has cracks on the upper right hand corner of the screen and there is condensation. Customer stated that the device has been dropped but was never exposed to moisture. Customer stated she cannot see some parts of the display. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.